Manufacturer narrative:
This is our final report on this incident. In our initial report, the date of report (b 4) was by mistake given as "(B)(6) 2023" when in fact it should have been "(B)(6) 2023". We apologize for this mistake.

Event description:
The customer reported false positive results of n antigen negative specimens with seraclone anti-n. The customer announced to send in a product sample for investigational testing. While our quality control laboratory was waiting for the sample to arrive, they tested their retention sample of the supposedly defective lot according to the instruction for use (IFU). The retention sample was tested for potency and specificity in parallel with a reference lot. For the testing different donor and panel cells were used. Among others red blood cells with the antigen constellation mmss were tested. The minimum titer of 4 was exceeded and all positive and negative reactions were correct. We did not observe any false positive reaction. Furthermore, the ph value of the retention sample was measured. It met the specification. As announced, the customer returned the complaint sample seraclone anti-n for investgational testing, panoscreen cell #2 lot #398692 and the corresponding antigen table. The labeling of the panoscreen cell provided did not correspond to the information of the antigen table. When the complaint material arrived on our premises, our quality control laboratory tested it according to the IFU. The complaint sample was tested for specificity and potency in parallel to the retention sample. Both samples showed comparable results. The minimum titer of 4 was exceeded. We did not observe any false positive results. Although the provided panoscreen cell was expired it was tested and showed unexpected positive reactions with the complaint sample. The reaction with the retention sample was negative. But due to the expiration date of panoscreen, these results were not considered for the classification of the complaint. Based on the investigation the complaint was classified as unjustified. The retention sample reacted as expected. All acceptance criteria regarding specificity, potency and ph value were met. The complaint sample reacted as expected. The acceptance criteria for potency and specificity were met. Only the reaction with the provided panoscreen cell was unexpected positive, but this reagent red blood cell had already expired at the time we received it. Moreover, according to the information, the complaint sample and the panoscreen cell were supposed to have been delivered on (B)(6) 2023. In fact, we only received it on (B)(6) 2023. That means, it was in delivery for more than two weeks without anyt refrigeration. The recommended storage and shipping temperature for seraclone anti-n and reagent red blood cells is 2 to 8 °c. Due to the actual transport conditions, a negative impact on the expired reagent red blood cell was highly suspected. Moreover, it was expired at the time it was tested. We were also informed that the customer did not wash the reagent red blood cells prior to use. Therefore, we refered the customer to the following point of the chapter "performance characteristics and limitations of the method" of the instruction for use: "antigen constellation m+n- might show cross reactivity with n'-antigen in case of ph shift (correct ph 8.75 ±0.1) during testing. To prevent ph-shift it is mandatory to pre-wash red blood cells at least two times with isotonic saline." A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false positive result of n antigen negative specimens when manually testing with seraclone anti-n. Our quality control laboratory is still waiting for the material of the customer to start testing of the complaint sample in parallel with the retention sample and the specimens. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.